Event description:
It was reported the camera head was not working. The issue was found in the preparation for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering intermittent image and failed water leak test from video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure - flickering intermittent image due to kink/knot twisted cable. Failed water leak test from video connector due to cracked and damage/cracked video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was not working. The issue was found in the preparation for an unspecified diagnostic procedure. There were no reports of patient harm.